Manufacturer narrative:
(B)(4). Common device name: (B)(6). Comp rvrs 25mm bsplt ha+adptr cat#010000589 lot#985080. Visual examination of the provided pictures identified the taper adaptor part and lot information is verified. Evidence of wear is present; scratches on the surfaces where the baseplate and taper adaptor mate. No product was returned or pictures provided of the baseplate; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00339.

Event description:
It was reported that a patient underwent a revision procedure approximately 1 month post implantation due to the taper disassociating from the baseplate. No further event information available at the time of this report.